Event description:
It was reported by the affiliate that this unit is a loaner unit that belongs to another country company and was sent out as a loaner to the customer. The unit was returned with a lever damaged/loose.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.